Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that starting a couple days ago they were getting some kind of shocking feeling so they turned off the implant and turned therapy back on. The patient reported that ever since then for the last 2 days they had been getting system operating at maximum settings therapy cannot be increased message. The patient reported now they could not increase or decrease stimulation and stated it was just stuck. The patient stated stimulation was at a lower level than they were at before but they were unable to increase back to their previous setting. The agent reviewed the meaning of the maximum settings message and redirected the patient to their healthcare provider (hcp) to further address the issue. The patient confirmed not feeling the shocking sensation at the time of call. The agent reviewed the process to request a manufacturer representative (rep). The agent provided the patient with national answering service (nas) phone number for the hcp's office to call if needed.